Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted general pancreatectomy distal surgical procedure, the customer reported to technical service engineer (tse) that a non-recoverable fault was observed. The universal surgical manipulator (usm) arm 1 instrument was gripping stomach. Tse confirmed system logs, and found error 31226, 32097, 25733, 25723, 32114 and 31199 on usm arm 2. The customer stated that the surgeon successfully released tissue with usm arm 1. Tse guided the customer to power cycle the system; however, the customer opted to convert to laparoscopic until system has been serviced. The procedure was converted to laparoscopic surgery with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would relate to the reported event. The suj was installed onto a golden system, and error 31226 was triggered during normal mode. The suj was then installed onto a pftp where it failed fiber power test. A golden fiber optic cable was installed, and the suj was retested where it passed a relevant test and was found to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the fiber optic cable was found to be the root cause of the reported event.